Event description:
Customer reported an issue with the vibration function of their pump, as it was not working even when the settings were correctly turned on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try triggering the stuck button alarm, which did not result in the expected vibration, leading to the replacement of the pump. The customer was informed of the necessary steps to return the faulty pump and to prepare for the arrival of the replacement.